Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member called to report that the customer¿s adc freestyle libre sensor received a "scan again in 10 minutes" error message after 12 days of wear. It was further reported the customer was unable to monitor their blood glucose and experienced symptoms described as ¿dry mouth, headache, tiredness, nausea, polyuria¿ and was unable to self-treat. The customer was taken to a hospital where a blood glucose reading of 495 mg/dl obtained and was administered unspecified dose of insulin for the diagnosis of hyperglycemia. The customer was under observation till the next day. There was no report of death or permanent impairment associated with this event.